Event description:
The patient was injected with 1.0cc bovine collagen in the nasolabial folds in 2001 and another 1.0cc in the vermilion of the lip 2 months later. Both treatments came from the same 2.5cc syringe of bovine collagen. Approximately 6 weeks after the last injection the nasolabial injection sites became red and swollen. Approximately 4 weeks after that the lip injection sites became red and swollen. Subsequently, the sites developed abscesses that have drained spontaneously. The physician diagnosed infection and prescribed oral and topical antibiotics, as well as a pain reliever. Since then the physician changed diagnosis to hypersensitivity and has changed the patient from antibiotics to oral tapering doses of prednisone.